Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# va016u3, product type: lead. (B)(4).

Event description:
It was noted that they were impedance issues with the lead but the reporter did not see the values, that information was relayed by the health care provider. The reporter did not know what pairs were abnormal or out of range but did say that they had some high impedance. It was noted that the lead issue was 3 weeks prior to call. A revision was performed and the patient recovered completely. The patient was indicated for urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.